Event description:
The customer reported that he was receiving no delivery alarms on the insulin pump. The customer's blood glucose was 300 mg/dl, which was treated with the insulin pump. The customer did not wish to troubleshoot as she did not want to perform the set change that would involved. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whethter or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.